Manufacturer narrative:
Additional information: b5, d10.

Event description:
Related manufacturing ref: 3005334138-2021-00691.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, transseptal puncture was performed under transesophageal echocardiography without difficulty. A mapping catheter and ablation catheter were placed via transseptal. When starting to map the left atrium, difficulties were noted moving the catheter with af rhythm. During mapping, a deformation of the catheter was observed. The catheters were removed as the user thought he was in the pericardium. A few seconds later, the patients pressure and oxygen saturation dropped and was in bradycardia at 40 bpm then in cardiac arrest. A heart massage and pericardiocentesis were performed. A sternotomy was then done to remove the rest of the blood.